Manufacturer narrative:
The customer's strips were returned for investigation and were tested with qc material in combination with master lot strips. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%.

Event description:
The customer stated that they received questionable results for two patients tested with 2 coaguchek xs meters (serial numbers (B)(4)). Of the two patients, one had erroneous results when tested with both meters. A sample from the patient was tested using meter serial number (B)(4), resulting with a value of 2.8 inr accompanied by a "c". A sample collected from a different finger of the patient was tested using meter serial number (B)(4), resulting with a value of 3.4 inr accompanied by a "c". At 2 p.m., a sample was collected from the patient and tested in the laboratory using the rx evolution method, resulting with a value of 1.7 inr. All measurements were performed within the span of minutes, around 2 p.m. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every six weeks. The customer did not know what the patient's hematocrit level was and stated that the patient has previously had normal hematocrit levels. The patient was not anemic, not taking heparin, did not have antiphospholipid antibodies, and did not take direct thrombin inhibitors. The patient did not have a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Retention test strips (lot 345215) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.